Event description:
I changed from the dexcom g6 cgm to g7 cgm using my phone as receiver. I set the alarms up on my g7 correctly as confirmed by their tech support group the following day and the app did not overwrite my phone settings and alarm. I got no alarms and went into the 40s while sleeping which is dangerous. The sound setting states it will overwrite phone settings to alarm yet did not. I had no issues with the g6 app. With my own troubleshooting, I figured out if I turned my media volume all the way up, then I could hear the alarms. That shouldn't be case and is obnoxious for the user. There is no warning of this in any documentation. The app needs to be updated. I have seen other complaints of this online also and I'm sure some don't notice as they have their media volume on all the time.